Event description:
It was reported that balloon rupture occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The procedure was completed with different device. No patient complications nor injuries reported.